Event description:
This report was received from (B)(6) and is a spontaneous physician report from the (B)(6) of diarrhea and peritonitis in a patient coincident with dianeal pd2 unknown therapy for continuous ambulatory peritoneal dialysis (capd). On an unreported date, the patient experienced diarrhea. On (B)(6) 2011, the patient experienced peritonitis as manifested by abdominal pain. On (B)(6) 2012, the patient was hospitalized for peritonitis. The cause of the peritonitis was not reported. On an unreported date, remedial therapy began with amikacin (12.5 mg/l, ip) and vancomycin (500 mg, intravenous). Action taken with dianeal therapy was not reported. It was not reported whether the events resolved. The physician stated that the event of peritonitis was unrelated to dianeal therapy. An opinion of causality was not reported for the event of diarrhea.

Manufacturer narrative:
(B)(4). The devices involved in the incident were unknown. As the date of onset of this peritonitis episode is unknown and patients discard supplies after each therapy, the sample was not requested. A 510k number will not be provided in the MDR as the product code and lot number are unknown. Since the lot number is unknown, no batch review will be performed. The cause of the reported condition of peritonitis is undetermined.